Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-52- user had incorrect code key. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 328 and 250 mg/dl. The customer's expected fasting blood glucose test result range is 130 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 225 mg/dl and 249 mg/dl using truetrack meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/29/2020 and open vial date is 02/03/2018. The code chip does not match the test strip lot number. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).